Event description:
It was learned via implant patient registry that a 11500a 21mm aortic valve was explanted and replaced with a 11500a 27mm after an implant duration of 4 years, 5 months due to severe stenosis and pannus. Patient presented with heart failure (nyha iii). Per medical records, intraoperatively, surgeon noted tissues around the aortic root to be fragile with atherosclerotic plaque. Upon inspection of the 21mm 11500a aortic valve, pannus ingrowth was noted on the ventricular side, and there was no significant structural valve deterioration. The 21mm 11500a valve was excised and annulus debrided. The root was bisected at the level of the left/non commissure and extended at the level of the annulus toward both fibrous trigones. A patch was sewn in the posterior annulus and a 27mm 11500a valve was sutured in place. Upon removing the cross-clamp, bleeding was noted originating from the posterior suture line. Pledgeted sutures were placed above the lca. Patient was weaned from cpb and decannulated. Bleeding was then noted around the rca. The patient was re-cannulated and a CABG was performed. Cross clamp was removed, and the heart was decannulated. Bleeding was again noted, this time on the medial side of the right atrium at the aortic rood. Heart was re-cannulated and right atriotomy was made from the right atrial appendage to the base of the aortic root, and a patch was sewn into the defect. Cbp was discontinued, patient was de-cannulated, and chest was closed. Surgeon noted that the difficulty of this procedure was due to patients high calcific burden. Patient was discharged on pod#22.

Manufacturer narrative:
H11. Additional narrative updated b5, b7, and h6.

Event description:
It was learned via implant patient registry that a 11500a 21mm aortic valve was explanted and replaced with a 11500a 27mm after an implant duration of 4 years, 5 months due to unknown reasons.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11. Additional narrative. Updated d4, h4, and h6. The most likely root cause is patient factors. A device history record (DHR) review is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error.